Manufacturer narrative:
The hospital biomed inspected the equipment and noted the suction tubing was kinked. The tubing was straightened and the unit was returned to service. No report of patient involvement. Unique identifier ¿ (B)(4).

Event description:
The hospital reported that the suction was not functioning as expected. There was no reported patient involvement.